Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "battery does not charge"; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the battery not charging was not confirmed during product evaluation. The root cause of the reported condition was undetermined. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. The device has not been previously sent into service for the reported condition of "battery does not charge." A device history review was performed with no exceptions found during manufacturing.